Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The delivery system tether was knotted. The lumen of the delivery system was torn. The delivery system tether was broken/cut/pulled apart. The analyst noted the full delivery system was returned with the device intact with the tether but not recaptured in the device cup. The tether was knotted on the recapture feature of the device. There was a knot on the tether proximal to the knot on the tether on the recapture feature of the device. The tether was cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperatively after cutting the leadless implantable pulse generator (ipg) delivery system tether, the tether became snagged and could not be withdrawn from the micra. The patient experienced bradycardia and an external pacemaker was used. The patient was hospitalized. The leadless ipg and delivery system were attempted not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.